Manufacturer narrative:
The account installed a new scale/ppm board to repair the bed.

Event description:
The account alleged that the scale/pt positioning monitor pc board was corroded due to fluid ingress.